Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months post implant a pocket infection occurred. The infection was identified as (B)(6). The patient was hospitalized, a pocket revision was performed, the implantable cardioverter defibrillator (ICD) system was explanted, and the patient was treated with intravenous antibiotics. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.